Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented for post-procedure interrogation. The patient had open heart surgery and a magnet was not used to disable the ICD. The patient received multiple inappropriate shocks. Alert was received for possible high voltage circuit damage. A capacitor maintenance and firmware download were performed successfully. The patient was stable and will continue to be monitored.